Event description:
A us distributor returned an electrode belt indicating that the ECG electrode were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, the cable connecting ECG electrodes c and d to the distribution node (dn) was pulled from the strain relief, damaging internal brown (lead 1-) wire. The cause of the non-functional ECG electrodes is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.